Event description:
A malfunction alarm, specifically malf 12, was reported, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump and assisted with the reset process. The malfunction did not recur after resetting. The customer was advised to continue using the pump and instructed to call back if the issue recurred, which they acknowledged and understood.